Event description:
The consumer and manufacturer representative reported that when the patient walked thought the security gate at the supermarket, they got a shock. This had happened 3 times. The patient changed programs after a shock and noticed a coinciding change in therapy. The patient had a loss of therapy. The issue continued after the patient's previous ins was replaced. The patient tried calling their manufacturer representative, but never got a response. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and pelvic pain.

Event description:
Additional information received from the consumer reported that the patient had not notified their managing health care provider (hcp) about the shocking and change of therapy with the devices that were just implanted. The patient left a message for the manufacturer representative, but never received a call back. The patient had 2 shocks since the battery replacement and 1 was very strong. The patient talked to the manager at the supermarket, who said they would call and have the metal detectors checked. The patient had been turning off the implant when going into the store. After having the battery replaced on the right implant and other implant placed on the left, the patient had 1 week of being pain free and night with waking up only 2 to 3 times. The patient had been trying different settings on both devices in hopes of a better quality of life and was having better success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.